Manufacturer narrative:
As reported, upon removal from the patient, the 7f 11 cm avanti plus sheath introducer with mini-guidewire was noted broken. One part of the catheter stayed in the patient's right hand and the tip stayed in the patient. The physician was successful in removing the distal part from the patient. The 7f sheath was being used for an atrial fibrillation ablation procedure for a quadripolar non-cordis lead for femoral venous access. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)- separated¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the csi. To avoid damage to the csi tip, do not withdraw the vessel dilator while advancing and positioning the csi in the vessel.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, upon removal from the patient, the 7f 11 cm avanti plus sheath introducer with mini-guidewire was noted broken. One part of the catheter stayed in the patient's right hand and the tip stayed in the patient. The physician was successful in removing the distal part from the patient. The 7f sheath was being used for an atrial fibrillation ablation procedure for a quadripolar non-cordis lead for femoral venous access. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.